Event description:
Affiliate reported that the ventricles of the patient's brain became too small. When the doctor changed the pressure the ventricles became too large. When the doctor attempted to change the pressure again the device would not reprogram. The device is not scheduled to be revised at the present time as the patient's condition is stable. There were no adverse consequences reported.

Manufacturer narrative:
It has been communicated that the device and/or lot number is not available as there is no plan to revise the device at the present time. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.